Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed motor error after delivering the boluses, and the drive support cap was loose. It was stated that the customer experienced high blood glucose and has treated with manual injections. No further information was provided.